Event description:
It was reported the patient experienced pain with a lack of adequate pain relief. It was noted less than 50% therapy relief. No roller or dye study was performed. A revision was done and the pump was replaced due to battery depletion. It was unknown why it was explanted prematurely. The patient status was alive - no injury/no adverse event. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter: product ID 8590-1, lot# n143360, implanted: 2008-(B)(6), product type accessory. (B)(4): analysis of the pump revealed no anomaly found.